Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 259mg/dl. Customer delivered a bolus with the pump to address bg level. Customer alleged pump was the suspected cause of bg level. Reportedly, the customer had an alternate pump for insulin therapy.